Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports, fluoro failed near the end of the procedure. Physician was able to complete the procedure without use of x-ray. Customer provides no patient or procedural information other than to say patient is fine, no reported injury. Customer reports following procedures were completed in a back up room.